Manufacturer narrative:
Failure analysis revealed that the insulin pump had constant motor error alarm during rewind due to the motor encoder signal being out of phase. Unable to perform the displacement test due to the motor error alarm. The device had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during basal. Customer stated that the insulin pump was exposed to a high magnetic field when they had an MRI done. Customer was unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 117 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.